Event description:
Through journal article "silicone leakage from breast implants and its association with capsular contracture in 657 patients", a total of 1,147 breasts were studied by physicians. Of the 1,147 breasts, 250 were reported to have had capsular contractures baker grades unknown and 88 breasts reportedly had a suspected rupture. Breast implant illness was additionally reported and is not device related. 107 of the breast implants were noted to be allergan biocell. Biopsies were performed. The device status of each breast is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason(s) for reoperation are: "silicone leakage from breast implants to the surrounding fibrous capsule is significantly associated with the risk of capsular contracture, [baker grade unknown]". Article citation: larsen, andreas et al. ¿silicone leakage from breast implants and its association with capsular contracture in 657 patients.¿ aesthetic surgery journal, sjaf012. 31 jan. 2025, doi:10.1093/asj/sjaf012.